Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Communication with the customer did not identify the cause for the depleted battery pack. The maintenance schedule is not known. As the battery pack will not be returned for analysis the cause of the complaint cannot be determined. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as intended. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." "Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date." The available information does not indicate that the device did not perform as intended or failed to meet product specifications.